Event description:
Reporter indicated that a vns patient's generator was replaced due to "impending battery failure." Follow up with the physician's office revealed that the generator had "malfunctioned". Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.